Event description:
It was reported that the patient was experiencing pain and burning sensation at the implantable pulse generator (ipg) site, and clothing hurts when it touches the skin at the same site. The patient underwent a spinal cord stimulator (scs) system explant procedure and was doing well postoperatively. No device malfunction suspected. The explanted device components were discarded by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred two months prior to the date the manufacturer became aware. Additional suspect medical device component involved in the event: product family: scs-paddle leads-MRI. Upn: m365sc8416700. Model: sc-8416-70. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).